Manufacturer narrative:
Evaluation summary: evaluation shows the device to be of an old design. Material and design were revised to improve drill performance.

Event description:
The tip of the step drill was broken.